Event description:
Medtronic received info that during an elective mitral valve repair procedure, this bioconsole failed to produce forward flow. The perfusionist began using the hand-crank to product flow while the console was changed out. The bio-pump was connected to a different console, and flow resumed without complication. It was reported that the pt had experienced no flow for 4 minutes, and partial flow for 10 minutes. Following the procedure, the machine's settings were recorded and the batteries were checked and found to have a full charge. It was reported that the pt did not recover from the procedure, and expired 10 days post op. It is not known at this time if the pt outcome has been attributed to the clinical event.

Manufacturer narrative:
Analysis: immediately following the event, medtronic service staff were allowed to visually inspect the device. It was noted that the power cord was not completely connected to the device. Following this visual inspection, it was reported that the product would not be released from the hospital. Medtronic service staff were allowed to inspect the device at the hospital in conjunction with a third party investigator. The results of this investigation are as follows: device settings were observed to be the same as upon the initial inspection, indicating the product had not been adjusted. Visual and functional testing of the bioconsole found the product to preform to the programmed settings, operating within specification. Following this test, the disposables (bio-pump, oxygenator, arterial filter, etc.) Were connected to the bioconsole system and run for 30 minutes. Evaluation of the system and disposables also revealed no problems during the testing. Throughout the testing, the product functioned as expected. A copy of the 550 bioconsole operators manual was given to the hospital's director of clinical engineering, per his request. Conclusion: failure could not be duplicated. Evaluation of the system and disposables revealed no problems during the testing. The device functioned as expected.